Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: kpo4 ordered for patient to run over 4 hrs. IV bag primed with tubing line ref (B)(4) through the pump. No current air bubbles seen on tubing and bag. After starting pump, it already alarmed for air bubbles and max air bubble accumulated reached - when inspecting the tubing line out of the pump, there was not much air bubble. Tried switching pumps twice and same issue has happened. Pumps have alarmed multiple times throughout the past hour that it had been infusing (approximately 20 times) and requires to be at the bedside constantly to resolve the issue. No injury reported.